Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad anomaly. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they get stuck button alarm sometimes. Customer stated that this happens while priming. The customer also stated that the tubing was not bent or kinked. Customer stated that the insulin pump had no delivery occlusion alarm. Customer states that they tried all the remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing.